Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving drugs thought to be morphine and a second drug via intrathecal infusion pump for non-malignant pain and failed back surgery. It was reported that the patient had a pump implanted sometime in fall last year and they had to remove the entire system because ¿they couldn¿t get my skin to heal¿. The patient was going to have the pump replaced soon after that but then covid hit. It was reported that the patient just had the new pump put in on (B)(6) 2020.